Event description:
The customer reported a blue fluid leak of approximately 5ml from near pinch valve vl12 on a coulter lh 780 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer also reported vote out (non-numeric results) on hemoglobin (hgb), mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc). The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) discovered that the white blood cell (wbc) bath was loose at the aperture o-rings attributing to the leak. The fse reseated the wbc bath assembly, resolving the leak reported and hgb, mch and mchc vote outs. (B)(4).